Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The blade broke at roughly 0.24¿ from the base and the broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of broken instrument blades is typically attributed to mishandling/misuse. A log review was performed and confirmed that a radical hysterectomy was performed on 5/16/2022 on system sk4158. A review of the submitted image was performed. The image showed an instrument tip with no obvious damage. This complaint is being classified as a reportable event due to the following conclusion: it was reported that the instrument's blade broke off and the allegation was confirmed through failure analysis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed damage on the harmonic ace instrument blade during intraoperative use. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Follow-up has been attempted to obtain additional information from the customer concerning the reported event. No additional information has been obtained as of the date of this report.